Manufacturer narrative:
PMA/510k : 19dec2019; date of report : 23dec2019. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 18dec2019. Report date: 19dec2019. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
It was reported that the ventilator had a bad touchscreen. There was no patient involvement.